Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow-up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported the test did not start when the test strip was inserted into their adc blood glucose meter after blood was applied. Customer reported using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter was returned and investigated. The memory overwrite malfunction was confirmed. :customers and retailers have been informed through the, adc fa16may2006 letter.